Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial #: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. The patient reported that back in 1990 she had a device and it was removed. The patient didn¿t know when it was removed. The patient reported that the reason for removal was because she was having problems with fistulas in the wires. The patient had a fistula from where the wires were on her spinal cord and the fistula worked its way out to the skin and they had to take it out. The patient reported that she had the device for a year before she finally convinced a healthcare provider (hcp) that there was fluid leaking out of her back. The patient mentioned that her body rejected everything after a while. No further complications were reported.